Event description:
A pt reported experiencing inaccurate erratic results with a ot profile meter. The pt's blood glucose results were 130mg/dl, 48mg/dl. Tests were done <10 minutes apart with a difference of 73mg/dl. Pt did not experience any adverse events. No further follow up required.